Event description:
It has been reported to philips that the machine switched off during procedure. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the user faced an issue with the system shutting down during the procedure. Fse identified that the reported problem was caused by a hospital power supply issue. Fse resolved the generator connection power issue, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.